Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 10. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, increased sensitivity, abscess, and inflammation. No further patient complications were reported.